Event description:
It was reported that the patient developed a dural tear and spinal headaches due to a possible csf leak. The physician noted that the cause of the dural tear, spinal headaches, and csf leak was likely a catheter migration. The catheter was replaced with a new catheter and will likely not be returned. On (B)(6) 2014, a cap dye study was performed and found that the new catheter was in place and patent. Then the physician proceeded with a blood patch.

Manufacturer narrative:
(B)(4)